Event description:
Reporter stated that patient was hospitalized, with a diagnosis for diabetic ketoacidosis, in 2005. Reporter indicated that, upon admission, patient's blood glucose measured 618 mg/dl, and their bicarbonate level was 12 mmol/l. Patient was treated with an insulin drip.